Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (monitor would not power on) has been confirmed. As received, the monitor would not power on. Upon eval, there was liquid contamination on the j502 connector and the table board which shorted the 1.1v power supply. The cause of the inability to power on is the shorted power supply. The cause of the shorted power supply is the contaminated components. The root cause of the contamination is liquid ingress of an unk contaminant. No adverse event resulted from the defective monitor.

Event description:
A us dist contacted zoll to report that monitor sn (B)(4) would not power on.